Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of "displays an occlusion alarm" was confirmed during device evaluation. The root cause was due to the downstream occlusion sensors being out of calibration. The occlusion sensors were recalibrated to resolve the reported condition.

Event description:
It was reported to baxter (B)(4) that a flogard infusion pump had an occlusion alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. This device was evaluated on-site by a baxter field service technician. Upon completion of baxter's investigation, a follow-up will be submitted. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.